Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'downstream occlusion' which was reproduced during service. A review of the event history log identified 'downstream occlusion!' Messages. The reported condition was verified. The cause was determined to be a failed force sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.